Event description:
Pt complaining of discomfort at IV catheter site. During removal of catheter, it was noted that catheter was fractured with segment remaining in pt. Approx 1/8 inch of catheter attached to hub of catheter. The fragment was removed intact by an interventional radiologist. The catheter had penetrated blood vessel and was in soft tissue.